Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged there was a crack in battery compartment causing the cap to be unable to be screwed to the cap all the way, causing intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. No power on resets were duplicated at this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.